Manufacturer narrative:
No black mark or floater was identified within the returned unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black mark or a floater was found in the top chamber of a secure eva 1500 ml dual chamber bag. This was noted by the pharmacy during compounding. There was no patient involvement. The pharmacy further stated that they believed the black mark or floater dissolved into the media. No additional information is available.